Event description:
Scrub tech was deploying 6 french angioseal closure device in the femoral artery. Upon the step of when the device locks and is pulled back form the femoral artery, the device broke. Device seal could not be confirmed. FDA safety report ID# (B)(4).